Event description:
Procedure: gastric bypass. According to the reporter: anatomy involved: stomach egia60amt produced a malformed staple line on the side of the remnant stomach. An additional egia60amt was used to resect the malformed staple line of the remnant stomach. No reinforcement material was used.

Manufacturer narrative:
(B)(4).